Manufacturer narrative:
Pending follow up on patient information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues, or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report a catheter that was not providing relief. The patient reported that their pump had "not been working", and that they had a cap study performed. Technical solutions followed up with the representative covering the issue for further issues. Representative reported that the patient had experienced a lack of pain relief since they were implanted, and did not feel relief when the physician administered a demand bolus in office. Representative also reported that the patient had a cap study where the physician was unable to aspirate from the cap and that the fluoroscopy showed the catheter in the spine. Tracy reports the physician was unable to use dye due to not being able to aspirate. Physician believed it likely a catheter issue and that there were no volume discrepancies observed because the patient has not had their first refill yet. Additional communication between post market surveillance and representative confirmed that the patient will be having their pump filled with saline next week and another dye study will be performed.

Event description:
Representative from the physician's office contacted post market surveillance to confirm that the patient had an adjustment on their medication in which there was an increase in dosage. The patient had improved pain with no additional issues. The patient's pump and catheter remained implanted.

Manufacturer narrative:
Additional information: b5. Corrected information: h6. The root cause of the alleged issue could not be confirmed, but could be related to the patient's medication dosage change. A supplemental MDR will be submitted if/when new information is received. Internal complaint number: (B)(4).